Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s hospitalization due to acute respiratory failure (characterized by shortness of breath), fluid retention, weight gain (6 pounds), pulmonary edema, hypertensive emergency, and an elevated bpn level. Causality was attributed to several factors including poor pd catheter positioning, a decreased ef, as well as diastolic dysfunction. Pulmonary edema in esrd patients is a common and often preventable process in the esrd community. Many internal and external factors can compromise a pd catheter¿s functionality (e.g., placement, fibrin, infection), thus limiting the efficacy of the modality. Based on the information available, the patient¿s liberty select cycler is excluded from having caused the patient¿s serious adverse events. There is no objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused the patient¿s serious adverse events. Should additional information become available, please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support requesting assistance performing a stat drain. The patient reported feeling uncomfortable and short of breath due to a newly prescribed solution (specifics not provided) for pd therapy. During follow-up with the patient, it was discovered they went to the emergency room (ER) on (B)(6) 2021. The discharge summary revealed the patient presented to the ER with acute respiratory failure, hypertensive emergency (blood pressure = 231/153), and an elevated brain natriuretic peptide (bpn) level of 2861. The patient reported worsening shortness of breath over the last week, in addition to a 6-pound weight gain and abdominal distention. The patient reported experiencing negative drains and fluid retention recently, due to their pd catheter (not a fresenius product) pointing upward. Reportedly, the pd catheter was not allowing the liberty select cycler to drain the patient¿s abdomen fully. The patient was placed on bipap therapy for an oxygen saturation of 88% (responded well), and 80 mg of lasix was administered (residual renal function). A chest x-ray diagnosed the patient with pulmonary edema, and the patient was admitted to the intensive care unit (ICU) due to their oxygen requirements. While in the ICU, the patient underwent an echocardiogram which revealed a slightly reduced ejection fraction (ef), as well as reduced diastolic dysfunction. Nephrology was consulted on admission and the patient was started on 24-hour continuous cyclic pd (ccpd) therapy utilizing a 4.25% solution, with a dwell time of 2.0 hours. Although the timeline of events is unknown, it appears the patient was weaned off bipap, and only required 2-4 l via nasal cannula to maintain proper oxygenation. The nephrologist reported the patient¿s liberty select cycler was failing to drain the patient completely, and the patient would need to sit upright to drain due to the patient¿s pd catheter tip pointing upward. The patient was discharged on 15/sep/2021 and resumed ccpd therapy at home utilizing the same liberty select cycler as before.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support requesting assistance performing a stat drain. The patient reported feeling uncomfortable and short of breath due to a newly prescribed solution (specifics not provided) for pd therapy. During follow-up with the patient, it was discovered they went to the emergency room (ER) on (B)(6) 2021. The discharge summary revealed the patient presented to the ER with acute respiratory failure, hypertensive emergency (blood pressure = 231/153), and an elevated brain natriuretic peptide (bpn) level of 2861. The patient reported worsening shortness of breath over the last week, in addition to a 6-pound weight gain and abdominal distention. The patient reported experiencing negative drains and fluid retention recently, due to their pd catheter (not a fresenius product) pointing upward. Reportedly, the pd catheter was not allowing the liberty select cycler to drain the patient¿s abdomen fully. The patient was placed on bipap therapy for an oxygen saturation of 88% (responded well), and 80 mg of lasix was administered (residual renal function). A chest x-ray diagnosed the patient with pulmonary edema, and the patient was admitted to the intensive care unit (ICU) due to their oxygen requirements. While in the ICU, the patient underwent an echocardiogram which revealed a slightly reduced ejection fraction (ef), as well as reduced diastolic dysfunction. Nephrology was consulted on admission and the patient was started on 24-hour continuous cyclic pd (ccpd) therapy utilizing a 4.25% solution, with a dwell time of 2.0 hours. Although the timeline of events is unknown, it appears the patient was weaned off bipap, and only required 2-4 l via nasal cannula to maintain proper oxygenation. The nephrologist reported the patient¿s liberty select cycler was failing to drain the patient completely, and the patient would need to sit upright to drain due to the patient¿s pd catheter tip pointing upward. The patient was discharged on (B)(6) 2021 and resumed ccpd therapy at home utilizing the same liberty select cycler as before.